Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to no fault found for alarms for no apparent reason. Replaced missing battery and unresponsive keypad. A review of the device history record showed the device had a manufacture date of 30aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device alarms for no apparent reason. There was no additional information provided and no patient involvement.